Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of hypotension and peritonitis characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. Per the pdrn, the patient¿s hypotension was a preexisting condition, unrelated to the peritonitis, and the events were unrelated to the utilization of any fresenius device(s) or product(s), as the cause of the peritonitis was touch contamination. Most cases of peritonitis are a consequence of touch contamination. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events, as there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set caused or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: no sample was returned and the lot number was not provided. A manufacturing review was performed on the lots of all the products shipped to the patient in the three (3) month preceding the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 due to severe abdominal pain and low blood pressure and was diagnosed with peritonitis. The patient was dialyzing during the onset of the reported symptoms. A cause was not identified. The patient was discharged on (B)(6) 2019 and is currently recovering with some lingering symptoms (unspecified). Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) the alleged event was confirmed. The patient transitioned to hemodialysis (hd) last week (date not provided) due to unspecified reasons. The patient has reportedly been experiencing the hypotension for ¿a while now,¿ and was not a new comorbid condition from this admission. Peritoneal effluent fluid cultures were obtained (collection date not provided) and returned positive for a ¿bowel organism.¿ a cell count revealed elevated white blood cells; however, the value is unknown. The patient was treated with intraperitoneal (ip) antibiotic(s); however, the drug, dose, route, frequency and duration are unknown. It was reported that the cause of the peritonitis was touch contamination and it was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s).